Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Ages/dates of birth: exact ages not provided age range 18-85 years. Dates of event: unknown, not provided expiration dates: unknown, as the serial numbers were not provided. Serial numbers: unknown, information not provided. UDI numbers: unknown, as the serial numbers were not provided. If implanted; give dates: unknown, not provided. If explanted; give dates: unknown, not provided. Device manufacture dates: unknown, as serial numbers were not provided. (B)(4). Device evaluation: the product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing record review: the manufacturing record and complaint history were not reviewed since the serial number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Moschos, m.m., nitoda, e., gouliopooulos, n., androudi, s., damaskos, c., laios, k., bagkli, e., garmpis, n., and kitsos, g., (2019) the choice of drainage device in complicated glaucomas: comparing ahmed and baerveldt implants. In vivo, 33, p. 911-916 doi:10.21873/invivo.11558 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Literature title: the choice of drainage device in complicated glaucomas: comparing ahmed and baerveldt implants. The publication reported 46 patients had inadequate iop control, 6 had explantation, 2 had persistent hypotony, 14 had loss of light perception vision, 46 had to have additional surgical intervention to reduce iop. After 5 years post op, 26 cases needed an additional tube shunt placed, 24 needed cyclodestructive procedure, and 2 needed both tube revision and cyclodestruction. 72 patients at 5 years post had lost 2.5 lines of snellen vision. A copy of the article is provided with this report.